Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that eleven years, six months and twelve days post a vena cava filter placement procedure, the filter was allegedly fractured with one leg retained locally in inferior vena cava near filter. It was further reported that the filter and fragment were allegedly removed with forceps. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the device was not returned for evaluation. One electronic photo was provided and reviewed. The photo shows one meridian filter. Residue was noted throughout the filter. One limb of the filter was noted to be detached. Therefore, based on the provided photo the investigation is confirmed for the reported detachment issue, as the filter limb was noted to be detached. A definitive root cause for the detachment could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: e4, g3, h6 (method, component). H11: h6 (result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that eleven years, six months and twelve days post a vena cava filter placement procedure, the filter was allegedly fractured with one leg retained locally in inferior vena cava near filter. It was further reported that the filter and fragment were allegedly removed with forceps. There was no reported patient injury.